Manufacturer narrative:
Quality safety evaluation received on 15-apr-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality defect per se. Follow-up information received on 04-may-2016. A legal claim was received. Medical removal was reported. Company causality comment: this non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils had migrated out of her tube / the other is barely inserted. She was hospitalized and a hysterectomy was scheduled to remove the devices. According to follow up information received through legal claim, this case became legal. This event is serious due to medical significance and listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, x-ray and magnetic resonance imaging were done and showed that one of the coils had migrated out of her tube and the other was barely inserted. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident due to hospitalization. In addition, through legal claim, it was informed the devices were removed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality defect per se. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059976) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. For the last year (2015), the consumer had pelvic pain, cramping, intense pain and migraines. At one of the hospitalizations, an x-ray as well as an MRI (magnetic resonance imaging) were done and showed that one of the coils had migrated out of her tube and the other was barely inserted. She was going in for a hysterectomy on (unreadable date) to remove the devices and see what damage they might have caused. The event date (not specified) was reported as (B)(6) 2016. Hospitalization and required intervention were mentioned as event outcome, but not specified or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils had migrated out of her tube / the other is barely inserted. She was hospitalized and a hysterectomy was scheduled to remove the devices. This event is serious due to medical significance and listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, x-ray and magnetic resonance imaging were done and showed that one of the coils had migrated out of her tube and the other was barely inserted. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident due to hospitalization reported and since device removal will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059976) on 08-mar-2016. The most recent information was received on 21-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated out of my tube / the other is barely inserted/migration of essure device/right sided essure displacement"), fallopian tube perforation ("perforation (fallopian tube(s)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. B71760, d01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included panic attack and prolapsed cervical disc. Concurrent conditions included depression, hypothyroidism, migraine, irritable bowel syndrome, pityriasis versicolor, overweight, leg pain, lower abdominal pain, dysfunctional uterine bleeding, constipation, facial pain and vomiting. Concomitant products included medroxyprogesterone (depo provera) since 2014 and oral contraceptive nos since 2010 for birth control as well as bupropion, bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), econazole nitrate (spectazole), fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), levothyroxine sodium (synthroid), lorazepam (ativan) and theragran. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), libido decreased ("hormonal changes describe: mood: uninterested in sexual activity,"), mood altered ("hormonal changes describe: mood"), weight increased ("weight gain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("psychological or psychiatric problems condition: depression") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy), surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, migraine, vaginal haemorrhage, libido decreased, mood altered, weight increased, abdominal distension, anxiety, depression and nausea outcome was unknown and the headache, dysmenorrhoea and fatigue was resolving. The reporter considered abdominal distension, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, libido decreased, menorrhagia, migraine, mood altered, nausea, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: one coil out of tube, other barely inserted. Ultrasound scan vagina - on (B)(6) 2015: x-ray - on an unknown date: one coil out of tube, other barely inserted. On (B)(6) 2015: transabdominal and endovaginal ultrasound: impression: a right-sided essure micro-insert is not conclusively shown on these images. Final surgical pathology report: cervix, uterus and bilateral fallopian tubes, resection: unremarkable cervix. Benign proliferative phase endometrium. Unremarkable myometrium. Unremarkable fallopian tubes posterior cul-de-sac, removal: medical device (essure implant) [gross diagnosis only]. Gross description: the right fallopian tube measures 8.5 cm in length by 0.5 cm in diameter. There is a unilocular paratubal cyst measuring 1.3 cm in diameter attached to the fallopian tube near the fimbriae. The cyst is filled with a thin, cleat serous fluid. Cross sections through the fallopian tube are grossly unremarkable. The left fallopian tube measures 8 cm in length by 0.4 cm in diameter. Cross sections are grossly unremarkable. Summary of sections: 1, anterior endomyometrium, 2, posterior endomyometrium ; 3, anterior cervix; 4, posterior cervix; 5, right fallopian tube, cross sections and fimbriae; 6, left fallopian tube, cross sections and fimbriae; 7-10, additional endomyometrium. The specimen is received in formalin labeled posterior cul-de-sac essure implant displaced and consists a portion of metal coil consistent with essure measuring 3 cm in length by 0.1 cm in diameter. On (B)(6) 2015: abdominal x-ray: result od which was essure coils seen in the pelvis. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Events mood changes, libido decrease, anxiety, depression, nausea, fallopian tube perforation, weight gain, bloating are added. Lab data updated. Concomitant, historical conditions & drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059976) on 08-mar-2016. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated out of my tube / the other is barely inserted/migration of essure device/right sided essure displacement") in an adult female patient who had essure (batch no. B71760, d01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, hypothyroidism, migraine, irritable bowel syndrome and pityriasis versicolor. Concomitant products included medroxyprogesterone (depo provera) since 2014 and oral contraceptive nos since 2010 for birth control as well as bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), levothyroxine sodium (synthroid), lorazepam (ativan), spectaziole crem and theragran. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea and fatigue outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: plaintiff reporter information added, patient demographic details added, product indication and product start date added, product lot number added, concomitant condition and concomitant drug added. Event was clubbed: one of the coils had migrated out of my tube / the other is barely inserted/migration of essure device/right sided essure displacement, pelvic pain / intense pain/pain. Event was added vaginal bleeding, menorrhagia, headaches, dysmenorrhea, fatigue. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059976) on 08-mar-2016. The most recent information was received on 21-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated out of my tube / the other is barely inserted/migration of essure device/right sided essure displacement"), fallopian tube perforation ("perforation (fallopian tube(s)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. B71760, d01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included panic attack and prolapsed cervical disc. Concurrent conditions included depression, hypothyroidism, migraine, irritable bowel syndrome, pityriasis versicolor, overweight, leg pain, lower abdominal pain, dysfunctional uterine bleeding, constipation, facial pain and vomiting. Concomitant products included medroxyprogesterone (depo provera) since 2014 and oral contraceptive nos since 2010 for birth control as well as bupropion, bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), econazole nitrate (spectazole), fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), levothyroxine sodium (synthroid), lorazepam (ativan) and theragran. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), libido decreased ("hormonal changes describe: mood: uninterested in sexual activity,"), mood altered ("hormonal changes describe: mood"), weight increased ("weight gain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("psychological or psychiatric problems condition: depression") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy), surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, migraine, vaginal haemorrhage, libido decreased, mood altered, weight increased, abdominal distension, anxiety, depression and nausea outcome was unknown and the headache, dysmenorrhoea and fatigue was resolving. The reporter considered abdominal distension, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, libido decreased, menorrhagia, migraine, mood altered, nausea, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: one coil out of tube, other barely inserted. Ultrasound scan vagina - on (B)(6) 2015: x-ray - on an unknown date: one coil out of tube, other barely inserted. On (B)(6) 2015: transabdominal and endovaginal ultrasound: impression: a right-sided essure micro-insert is not conclusively shown on these images. Final surgical pathology report: cervix, uterus and bilateral fallopian tubes, resection: unremarkable cervix. Benign proliferative phase endometrium. Unremarkable myometrium. Unremarkable fallopian tubes posterior cul-de-sac, removal: medical device (essure implant) [gross diagnosis only]. Gross description: the right fallopian tube measures 8.5 cm in length by 0.5 cm in diameter. There is a unilocular paratubal cyst measuring 1.3 cm in diameter attached to the fallopian tube near the fimbriae. The cyst is filled with a thin, cleat serous fluid. Cross sections through the fallopian tube are grossly unremarkable. The left fallopian tube measures 8 cm in length by 0.4 cm in diameter. Cross sections are grossly unremarkable. Summary of sections: 1, anterior endomyometrium, 2, posterior endomyometrium ; 3, anterior cervix; 4, posterior cervix; 5, right fallopian tube, cross sections and fimbriae; 6, left fallopian tube, cross sections and fimbriae; 7-10, additional endomyometrium. The specimen is received in formalin labeled posterior cul-de-sac essure implant displaced and consists a portion of metal coil consistent with essure measuring 3 cm in length by 0.1 cm in diameter. On (B)(6) 2015: abdominal x-ray: result od which was essure coils seen in the pelvis. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Events mood changes, libido decrease, anxiety, depression, nausea, fallopian tube perforation, weight gain, bloating are added. Lab data updated. Concomitant, historical conditions & drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059976) on 08-mar-2016. The most recent information was received on 04-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated out of my tube / the other is barely inserted/migration of essure device/right sided essure displacement"), fallopian tube perforation ("perforation (fallopian tube(s)/ one coil outside of uterus to the cul-de-sac") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure placement: difficult with left tube" on (B)(6) 2015. The patient's past medical history included panic attack and prolapsed cervical disc. Concurrent conditions included depression, hypothyroidism, migraine, irritable bowel syndrome, pityriasis versicolor, overweight, leg pain, lower abdominal pain, dysfunctional uterine bleeding, constipation, facial pain and vomiting. Concomitant products included medroxyprogesterone (depo provera) since 2014 and oral contraceptive nos since 2010 for birth control as well as bupropion, bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), econazole nitrate (spectazole), fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), levothyroxine sodium (synthroid), lorazepam (ativan) and theragran. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), loss of libido ("hormonal changes describe: mood: uninterested in sexual activity,"), mood altered ("hormonal changes describe: mood"), weight increased ("weight gain"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("psychological or psychiatric problems condition: depression") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy), surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, migraine, loss of libido, mood altered, weight increased, abdominal distension, anxiety, depression and nausea outcome was unknown and the headache, dysmenorrhoea and fatigue was resolving. The reporter considered abdominal distension, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, loss of libido, menorrhagia, migraine, mood altered, nausea, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Nuclear magnetic resonance imaging - on an unknown date: one coil out of tube, other barely inserted. Ultrasound scan vagina - on (B)(6) 2015: x-ray - on an unknown date: one coil out of tube, other barely inserted. On (B)(6) 2015: transabdominal and endovaginal ultrasound: impression: a right-sided essure micro-insert is not conclusively shown on these images. Final surgical pathology report: cervix, uterus and bilateral fallopian tubes, resection: unremarkable cervix. Benign proliferative phase endometrium. Unremarkable myometrium. Unremarkable fallopian tubes posterior cul-de-sac, removal: medical device (essure implant) [gross diagnosis only]. Gross description: the right fallopian tube measures 8.5 cm in length by 0.5 cm in diameter. There is a unilocular paratubal cyst measuring 1.3 cm in diameter attached to the fallopian tube near the fimbriae. The cyst is filled with a thin, cleat serous fluid. Cross sections through the fallopian tube are grossly unremarkable. The left fallopian tube measures 8 cm in length by 0.4 cm in diameter. Cross sections are grossly unremarkable. Summary of sections: 1, anterior endomyometrium, 2, posterior endomyometrium ; 3, anterior cervix; 4, posterior cervix; 5, right fallopian tube, cross sections and fimbriae; 6, left fallopian tube, cross sections and fimbriae; 7-10, additional endomyometrium. The specimen is received in formalin labeled posterior cul-de-sac essure implant displaced and consists a portion of metal coil consistent with essure measuring 3 cm in length by 0.1 cm in diameter. On (B)(6) 2015: abdominal x-ray: result od which was essure coils seen in the pelvis. Batch number 71760 is not valid. Lot number: d01976, manufacture date: 2014-08-28, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received: event added per pfs: device difficult to use. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.